Event description:
On (B)(6) 2019, the patient underwent arthroplasty of the right monondylar joint. On (B)(6) 2020, when the patient moved his right leg while sitting on the sofa, he suddenly felt pain and discomfort of the right knee and the right knee bearing dislocation. Revision surgery was performed on (B)(6) 2020.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Report source: foreign - event occurred in china. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. Three radiographs were provided with (B)(4) for analysis: one post-primary anteroposterior (ap) x-ray; two pre-revision x-rays ¿ one ap and one mediolateral ¿ taken on (B)(6) 2020. The post-primary x-ray is labelled (B)(6) 2019 on etq, and the surgical notes state that the primary surgery was performed on (B)(6) 2019. This indicates that the primary surgery (and the post-primary x-ray) was performed on that date, and not on (B)(6) 2019, as stated in the complaint description. The surgical notes state that the 4mm gap test can be easily inserted into the gap between the tibial tray and the femoral condyle, and it does not mention the use of a thicker bearing trial. A 4 mm bearing was implanted. The oxford partial knee surgical technique recommends the surgeon to with the bearing in place, manipulate the knee through a full range of motion to demonstrate stability of the joint, security of the bearing and absence of impingement. The thickness of the bearing should be such as to restore the ligaments to their natural tension so that, when a valgus force is applied to the knee, the artificial joint surfaces distract a millimeter or two. The oxford partial knee components appear appropriately sized and positioned in the post-primary x-ray. However, a detailed assessment cannot be performed due to the suboptimal quality and orientation of the photograph. The pre-revision x-rays show the bearing has dislocated into the anterior/medial joint space. Additionally, the tibial tray appears to be overhanging from the anterior edge of the tibial plateau in the mediolateral x-ray. The oxford partial knee surgical technique recommends that the tibial tray be flush with (or be less than 5 mm short of) the anterior edge of the tibial plateau. The manufacturing history records (mhrs) for the oxford partial knee anatomical bearing, tibial and femoral components have been checked and verify that the components were manufactured and sterilised in accordance with the applicable specifications. It is not possible to determine the cause of the bearing dislocation with the provided information and without examination of the revised components. However, it was reported in the surgical notes of the revision procedure that right knee medial ligament is flabby; the information for use documents included with the polyethylene bearing list, as possible adverse effect: dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions. Therefore, soft tissue laxity may have been a contributing factor to the early failure in this instance. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the complaints database over the last 3 years has found no similar complaints for this item code 160791. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical products: medical product: oxf uni tib tray sz c rm PMA, catalog #: 154723, lot #: 6541419. Medical product: oxford uni twin-peg femoral xs cocr xsml, catalog #: 166940, lot #: 6537126. Medical product: lps-flex fxd mld cd/3-4 12 mm, catalog #: 00-5964-030-12, lot #: 64182199. Medical product: lps option femoral d-r, catalog #: 00-5996-014-52, lot #: 64533595. Medical product: st prc tib plt size 4, catalog #: 00-5980-037-02, lot #: 64500591. Tel: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
On (B)(6) 2019, the patient underwent arthroplasty of the right monondylar joint. On (B)(6) 2020, when the patient moved his right leg while sitting on the sofa, he suddenly felt pain and discomfort of the right knee and the right knee bearing dislocation. Revision surgery was performed on (B)(6) 2020.